Manufacturer narrative:
D.4: medical device expiration date: unknown. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4: device manufacture date: unknown.

Event description:
It was reported that a bd insyte autoguard pnk 20ga x 1.16in experienced a retraction problem. The following information was provided by the initial reporter, translated from chinese to english: the needle could not be successfully retracted.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: received one unsealed 20ga x 1.16in. Insyte autoguard unit. Visual inspection confirmed the needle was unable to retract. The safety activation feature was not activating properly. Microscopic analysis discovered adhesive between the needle hub and the grip. The reported defect was confirmed. During manufacturing, adhesive is dispensed into the hub to secure the cannula. Station misalignment may cause the adhesive to pour on the outside of the hub which can then flow in between the needle hub and the grip or the button. This may cause partial/slow/ or no retraction. A vision system software is in place to mitigate the occurrence of this defect. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion(s): the defect of ¿needle retraction failure¿ was confirmed. Probable root cause(s): manufacturing.